Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer inquired about the audio issue. It noted in the call that the device does not vibrate. The customer¿s blood glucose during the incident was unknown. Insulin ump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. Turned the audio & vibrate audio option on and off, the vibrator activated properly. The vibrator activated properly during the self test. No vibrate anomaly noted.